Event description:
The customer contacted stryker to report that their device did not provide a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. There was no fault found with the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).